Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not available for evaluation; therefore, product inspection could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2014-04193 and 2134265-2014-04298. It was reported that motor drive unit did not pullback. The ilab motor drive unit was used in conjunction with a bsc coronary imaging catheter intended to visualize the unspecified target lesion. However, motor drive unit did not perform automatic pullback. No patient complications were reported.